Event description:
It was reported that the procedure was to treat a diagonal artery. While advancing the mini trek balloon into the guide catheter, the shaft broke in two pieces. There was no resistance reported during advancement. The broken shaft and guide catheter were able to be removed altogether without issue. A 2x15mm non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.